Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer will continue using the current cartridge, but will monitor the insulin gauge. Customer reported an elevated blood glucose level of 320 (mg/dl) and administered a bolus to stabilize bg level.